Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needle 4mm (5/32¿) 32g has been found causing a needle stick injury during use. The following has been provided by the initial reporter: material no: 320122, batch no: unknown. It was reported that nano pen insulin needle (product # 320122) which may have broken the skin of user. Verbatim: caller asking if nurse is at risk of cross contamination from prick from non-medication end of bd ultra- fine nano pen insulin needle (product # 320122) which may have broken the skin of user.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needle 4mm (5/32¿) 32g has been found causing a needle stick injury during use. The following has been provided by the initial reporter: material no: 320122 batch no: unknown it was reported that nano pen insulin needle (product # 320122) which may have broken the skin of user. Verbatim: caller asking if nurse is at risk of cross contamination from prick from non-medication end of bd ultra- fine nano pen insulin needle (product # 320122) which may have broken the skin of user.